Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was found during evaluation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and dim and discolored display. This report is made based on results of the investigation performed on 11/05/2014.